Manufacturer narrative:
The symphony 16f 82cm was discarded and not returned for investigation. The manufacturing records reviewed indicated that the product met design and manufacturing specifications. The physician did not indicate that the symphony device caused the embolization. The physician stated that embolization is an inherent risk associated with treatment of thrombus in the inferior vena cava (ivc). It is unclear whether the pulmonary embolism was caused by the patient's ivc clot, absence of an ivc filter, or use of the symphony catheter. No device-related issues or malfunctions were reported with the device.

Event description:
It was reported that during the procedure, the physician was removing clot from the inferior vena cava (ivc) with a symphony 16f 82cm without a third-party ivc filter. On the fourth pass with the device, thrombus embolized, resulting in a pulmonary embolism (pe). The clot was removed and the procedure was completed with the same device. Patient status is unknown.